Event description:
It was reported the patient presented in clinic for follow-up feeling breathless. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds. Fluoroscopy confirmed the right ventricular lead had dislodged. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and high capture thresholds were not confirmed. Electrical, visual, and helix analysis were normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.